Manufacturer narrative:
Analysis and results: as the involved lot number is not available, the batch manufacturing record cannot be reviewed. As stated in the instructions for use of the product: in contra-indications: "the manipler az staples contain nickel, which might lead to allergic reactions with some patients." Also, in adverse events: "adverse events associated with the use of this device include: wound dehiscence; allergic response in patients with known sensitivities to metals contained in 316l stainless steel, (i.e. Chromium, nickel and iron) enhanced bacterial infectivity; minimal acute inflammatory tissue reaction; and pain, edema, and erythema the wound site." Summary of possible complaint factors: 1) presence of nickel: nickel is contained in manipler az staples, and this fact is mentioned in the instructions for use. 2) use for allergic patients: there is an indication in the instructions for use that the product is not recommended for use in allergic patients. Conclusion: it is investigated whether a risk analysis had been conducted on the presence of nickel and the use of manipler az for allergic patients. The staples contain nickel, and this is stated in the instructions for use of the product, and it is indicated that the product is not recommended for use in allergic patients. Also, the presence of nickel is under risk control in the current risk analysis of the product, which confirms that the presence of nickel is normal. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Moreover, this is a known adverse event for an allergic patient to nickel as indicated in the instructions for use of the product. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that a post-knee surgery patient was experiencing some redness and itchiness on the surgical site. The patient states that they wound had been closed using b. Braun stainless steel staples (manipler az - 783100), and wanted to query whether they were 100% stainless steel or they contained traces of nickel as she was allergic to nickel. No further information has been received.